Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb charging port was not securely holding usb charging cable (cable wiggles). Customer was able to charge the battery. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot.